Event description:
It was reported the 355ns was used during several unknown procedures. It was reported by the affiliate there was leakage from the devices. The surgeon used a finger to stop the leak. There was no consequence to the patient. 2/12/1998 it was reported by the affiliate the trocars were used in different surgical operations and most of them had leakage. They opened several boxes but the same problem occurred.

Manufacturer narrative:
D6: information not available, device not returned for analysis.